Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. It also indicated right ventricular undersensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves, undersensing and increased sensing integrity counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.